Event description:
Report received from synthes (B)(4) stating that during an inventory inspection, it was observed that the device had a "hole in the hose near the handpiece" and the device was "leaking an oily substance." The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent.